Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, halo's, dry eyes, tired eyes and just cannot see well. The patient went back to the surgeon that performed the yag (yttrium aluminum garnet) procedure which did not help at all. The consumer saw another surgeon in the group that said everything was fine which it was/is not. The patient also went to another physician in the group who put in plugs which did not help. The surgeon also prescribed the lubricant eye drops. The consumer also stated that, she cannot see close up, cannot read road signs until she was practically in front of them cannot see close up, cannot see very well at night, she used to see halo's around headlights and street signs and cannot read the print on the tv or see up close. The eye always feel dry and the particular feels droopy. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).